Event description:
When trying to administer vitamin k to a newborn with a vanishing point tuberculin syringe, discovered plunger resistance. When it did begin to work, medication appeared on outside of injection site and the needle retracted before medication was administered. Manufacturer response for vanish point tuberculin syringe 1cc 27gx1/2", vanish point tuberculin syringe: 2 representatives came and picked up the device along with 5 more packages from the same lot number and took them back for analysis. They also spoke with clinical staff regarding how they opened packaging and how syringe was loaded.